Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home, in hospice care. The official cause of death, per death certificate, was diabetes. The caller noted that the customer had kidney failure and elevation in the numbers of the prostate. The customer had six heart bypass surgeries and many strokes. The called stated that the big part of the customer's illness started after a bypass surgery; the customer was not on insulin pump therapy then. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of death. The caller could not recall how many days the insulin pump had been disconnected. After being in hospice care for two days, the customer was told to disconnect the insulin pump. The caller continued administering manual injections with insulin pens. The caller agreed to return the insulin pump. After the customer's passing, the insulin pump had been stored in a box, with dead battery.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with alkaline battery. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads. Data analysis: there is no data listed for the date of (B)(6) 2008 due to insulin pump received with depleted battery installed.